Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use, low pressure alarm continued generating and the patient status was checked. There was no abnormality in the ventilator and the circuit, and the leakage was not found. Therefore, the tracheostomy tube was suspected as defective and product replacement was performed.

Manufacturer narrative:
Investigation of summary: one sample was received for evaluation. No reported event was observed since met with the product specifications and no corrective actions are required. Visual inspection was performed and it was observed all the components are assembled properly at the tube. No damage nor deformities were observed in the tube. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.